Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Functional testing was performed and the test failed. Previously, data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A receiver charge and will boot test was performed and the receiver failed as it perpetually rebooted. As a result, the receiver data log could not be retrieved and receiver functional testing could not be performed. A pairing, calibration and performance test was performed and the receiver failed as it perpetually rebooted. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded. A review of the log was performed and a loss of connection was found on the issue date. The customer complaint of a loss of connection was confirmed. A root cause could not be determined.